Event description:
Stapler was not firing appropriately. Surgeon reported that the staples were getting jammed. Surgeon also reported that this has happened on more than one occurrence. New stapler was opened.